Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and heavily tortuous vessel in the mid left anterior descending (lad) artery. The 3.5x33mm xience sierra stent delivery system(sds) was attempted to be used, however, the stent got stuck in the guide catheter. The stent was removed independently. Another same size xience sierra was used and there were no issues using the same guideliner and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.